Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Iol product history records were reviewed and the documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the trailing broke as it was inserted in the patient's eye. The lens was lifted to the anterior chamber, cut and removed. Another lens was then successfully implanted into the bag using the same size cartridge. The surgery time was longer than normal due to the event. In postoperative examination, the patient had bullous keratopathy causing decreased vision. The anti-inflammatory dosage was increased to treat the event. In a follow up, the surgeon indicated that the patient's vision was improving. The surgeon reported that the event was due to a mismatch between the iol and cartridge. Additional information was requested and received.

Manufacturer narrative:
On (B)(4) 2016, it was identified that there was an error in the (B)(4) region marketing material; 2016 iol product catalog. The incorrect cartridge size had been recommended to the doctor by a sales representative based on the marketing material, which resulted in the use of the incorrect cartridge size for an iol 34.0 diopter implantation. The account used the suggested cartridge to deliver the 34.0 diopter intraocular lens. This lens diopter is not qualified for the suggested cartridge and is only qualified for use with a different sized cartridge. The (B)(4) material had been reviewed locally ((B)(4)) and approved, however, the error was not discovered. All marketing material containing the incorrect information were retrieved. Updated iol product catalogs have been issued which contain the correct combination for iol/cartridge use. (B)(4)associates have been made aware of this issue and have been provided with the revised catalog. There are no other complaints in this lot. Investigation has been completed based on current information. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).